Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: trident medical center in charleston, sc recently purchased six crossflow and six crossfire boxes. One of each is not working properly and needs to be replaced asap. Below are the serial numbers. Please see the attached error images as well. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board.